Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The procedure was done under spinal anesthesia. During the procedure the needle was readjusted before and after aspiration. After the spaceoar procedure, magnetic resonance imaging (MRI) confirmed intraprostatic gel injection. Imaging on ultrasound scan suggested hydrogel was placed in the prostate. There were no patient complications reported as a result of this event. The patient's condition was reported to be asymptomatic. The patient received high dose rate (hdr) brachytherapy.